Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery multiple communication errors occurred.

Manufacturer narrative:
The investigation performed on the data log of the case pointed out that the communication error was due to a residual software bug already known. Corrected data: date of this report, if follow-up, what type, device evaluated by manufacturer, evaluation code, date received by manufacturer.